Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation and the patient experienced a cardiac perforation that required pericardiocentesis. During the procedure, a cardiac perforation or pericardial effusion was noticed in the patient. No effusion present in the patient during the baseline check. The qdot micro¿ catheter was advanced into the right ventricle (rv), to begin pacing to induce the vt (ventricular tachycardia). After pacing from the septum to the apex of the rv, when the qdot micro¿ catheter was pulled back, in order to pace in a different location, it was noticed that there was a "small" pericardial effusion present on intracardiac echocardiography. The physician had decided that the pericardial effusion was too small to perform a pericardiocentesis at the time, and the procedure was continued. After another several minutes, it was noticed that the pericardial effusion had grown much larger in size. The procedure was then aborted. The medical intervention provided to the patient was pericardiocentesis, and about 250-300cc of fluid was removed. The patient was reported to be in stable condition. Patient improved; however, required extended hospitalization (2 extra days) to continue draining and observation of the effusion. The physician's opinion on the cause of the adverse event was that there was a perforation at the groove with qdot. No ablations were performed.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).